Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery for trochanteric fracture with the product in question. During surgery, the surgeon was unable to insert end cap 0mm into the nail despite repeated attempts. When the surgeon changed to end cap 5mm, it went in easily. The surgery was completed successfully with about 10 minutes delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.